Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient¿s nurse, on (B)(6) 2025, had a diabetic ketoacidosis (dka) event. No specific readings were reported from the event but the cgm reading would have been significantly inaccurate, causing the insulin pump not the administer insulin. The patient would have experienced diabetic ketoacidosis and high ketones. The patient was hospitalized but no specific treatment was reported. It was not known how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.